Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 18ga 1.3mm od 32mm l leaked. The following information was provided by the initial reporter: "after injecting via the injection port, blood has returned."

Manufacturer narrative:
The following fields were updated due to additional information: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 9241663, d.4. Medical device expiration date: 2022-08-31, h.4. Device manufacture date: 2019-08-29. D.4. Medical device lot #: 9241664, d.4. Medical device expiration date: 2022-08-31, h.4. Device manufacture date: 2019-08-29. D.4. Medical device lot #: 8325527, d.4. Medical device expiration date: 2021-11-30, h.4. Device manufacture date: 2019-01-04. D.10 device available for eval yes, d.10 returned to manufacturer on: 2020-08-13. H.6. Investigation summary sixty-seven representative samples were received by our quality team for evaluation. Sixty-one samples were received from batch 9296164, two samples were received from batch 9241663, three samples were received from batch 9241664, and one sample was received from batch 8325527. The samples were subjected to visual inspection and valve injection test, it was observed that the valve moved towards the cannula hub luer side in three samples of batch 9296264. No abnormalities were observed from the samples from batch 9241663, batch 9241664, and batch 8325527. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. CAPA#1379444 has been initiated to address this issue.

Event description:
It was reported that venflon pro safety 18ga 1.3mm od 32mm l leaked. The following information was provided by the initial reporter: "after injecting via the injection port, blood has returned."